Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during ta retrograde intra renal surgery (rirs) using a ngage nitinol stone extractor, the basket could not properly open or close. A second basket (ncircle) was opened to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it is reported during ta retrograde intra renal surgery (rirs) using a ngage nitinol stone extractor, the basket could not properly open or close. A second basket (ncircle) was opened to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence. Investigation - evaluation reviews of the complaint history, device history record, drawing, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation with the handle and basket formation in the open position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.6 cm in length. Visual exam noted the support sheath was bowed. No kinks were noted in the basket sheath. An initial function test determined the handle actuated the basket formation, including after disassembly of the handle. The basket did not close completely. Following handle reset and reassembly, the handle failed to actuate the basket formation. A document-based investigation evaluation was performed. No related non-conformances were found. One other complaint had been received for this lot, reported as manufacturer report # 1820334-2020-01691. There is no evidence of a possible issue that could have affected other devices in the lot, and there have been no further reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is packaged with instructions for use, which state, ¿excessive force could damage device.¿ based on the available information, cook has concluded that it is likely the bent sheath observed during the physical examination of the returned device was preventing the basket assembly from moving freely, which prevented the basket from fully closing. The sheath of the device was likely inadvertently damaged during handling. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.